Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 259 mg/dl (compact plus meter 1) and 100s- to 130s- range mg/dl (compact plus meter 2). Also, customer reportedly received the following results on the compact plus meter 1 within 10 minutes: 259 mg/dl and 130s- to 150s- range mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, test strips have been used and discarded. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for compact plus system 1. (B)(4).